Manufacturer narrative:
The customer returned the suspected contour® next ez meter (serial # (B)(6) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 4fheg01b) using blood spiked with glucose at 135 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour® next ez meter, serial # (B)(6) and no manufacturing anomalies were found. Kit lot # has been updated in section d4.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next ez meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. Gudid information does not exists, as the device was manufactured before the UDI implementation date. Therefore, only the di number has been captured in the UDI section d4.

Event description:
The customer alleged that his blood glucose readings were not being correctly stored in the memory of the contour® next ez meter. The customer stated that the values displayed in the meter's memory did not correspond to their own test results. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.